Event description:
A perforation occurred during perclose deployment. A covered stent was inserted and deployed, and the perforation was repaired. There was a change in rt dp and pt pulses and lt pt pulse. We attempted to place an impella device and went from 7fr sheath to 14 fr sheath, but an angiogram showed the sheath to be occluded at the distal end. The sheath was pulled and attempted placement of perclose however, it appeared the foot plate came through the arteriotomy and may have ruptured the vessel. Ultimately a viabahn covered stent was placed across the perforation successfully. Perclose lot # 6012041. No other identifying information is available regarding this device.